Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented post-procedure, low high voltage lead impedance was observed. The patient was checked in again a few days later and high voltage lead impedance was found to be normal. The patient is in stable condition and will continue to be monitored remotely.

Event description:
Related manufacturer reference number: 2938836-2019-13500. New information received notes that the low high voltage lead impedance was observed again. It was suspected that a damaged header or septum on the device might be the cause of the low impedance trend but was not confirmed. A system extraction was discussed.